Manufacturer narrative:
(B)(4). Retainer ring = black, on (B)(6) 2021 customer alleged pump giving power loss alarms and battery lasting less than 1 week. P-cap, reservoir locks properly into place. The following were noted during visual inspection: scratched case. Pump successfully downloaded traces and history file using thump. Unit passed displacement test, active current measurement, sleep current measurement, and selftest. However, pump trace download analysis confirmed the pump alarmed pump error and low battery alert. The power management graph confirmed pump error and low battery alert were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours. In summary, customer allegation for pump giving power loss alarms and battery lasting less than 1 week was confirmed when the power management graph confirmed pump error and low battery alert were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6, pcb 1. After disconnecting and reconnecting the internal battery connector on j6, pcb 1, the pump was monitored and functioned properly.

Event description:
Information received by medtronic indicates the battery in the insulin pump was replaced for less than a week, 4 days, and got power loss for three times. The same issue was reported, even after changing multiple batteries. No damage was reported. It was reported that a lithium battery was the best battery for the pump and the customer confirmed he was using the type of battery. The alarm was successfully cleared. The pump did not alarm multiple power loss alarms when batteries were out of the pump less than 10 minutes. No harm to the customer requiring medical intervention reported. The insulin pump will be returned for analysis.